Manufacturer narrative:
The ventilator was investigated by our field service engineer. The user interface holder was replaced. No parts were returned for investigation. The consequence to this kind of mechanical damage is, that the user interface gets detached and, in the worst case scenario, falls off the ventilators' carrier. It is unknown under which conditions the reported user interface holder broke, but exposure to forces greater than those it was tested for may lead to breakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the user interface holder broke. There was not patient involvement. (B)(4).